Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room because he thought he had received a shock from his device. However, no shock was actually delivered. Upon review of remote transmission, it was revealed that the left ventricular lead exhibited loss of capture. Also, the patient experienced minor shortness of breath. However, it was unknown whether the shortness of breath was due to loss of ventricular capture. Programming changes were successfully made. The patient was stable and will continue to be monitored.